Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and replaced power management and main board and datasette due to the equipment turning off when entering service mode. Post replacement, the helium leak is not replicated. The equipment is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in the helium circuit. There was no patient involvement.